Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancies, retained sample from the same batch passed tensile strength test and the result was compliant with test specification. Per the supplier the in-process control contains tensile strength test of every batch and 100% visual inspection. The possibility that the drain tore following any manufacturing reason is remote; most likely the drain failed due to some damage in use. The actual sample was not available; therefore, the root cause was not confirmed. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site:1049092.

Manufacturer narrative:
Device 1 of 1. Common device name:uno silicone flat drain 10mm std (10/80) (B)(4). (B)(6). Date of manufacturing: 05/2020. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the physician that "while removing of the drain after 14 days after surgery the tearing off the drain from the tube has occurred. In the place of connection of the tube and the drain. The drain had to be removed by surgery, as it was installed during the opened abdominal surgery." Photographs depicting the reported complaint issue were received by the complainant.